Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: a result in the "60's mg/dl", 119 mg/dl, and a result in the "400's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation. Additional information was received and it was reported that the customer reportedly received the following results on the compact plus system within 10 minutes: 551 mg/dl and 119 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: a result in the "60's mg/dl", 119 mg/dl, and a result in the "400's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.